Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. Attempt(s) for additional information (cause of death) were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) system was returned from a cremation center via a competitor with no information. Information identified in the manufacture's data base indicated the patient died approximately two months post implant of the ipg system. Follow up with the cardiologist did not yield a cause of death. However the last interrogation was done approximately one month after implant and revealed normal device function. The patient was not pacemaker dependent.